Event description:
It was reported that this left ventricular (lv) lead was explanted for infection. No additional adverse patient effects were reported. This device is not expected for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).